Event description:
It was reported that during a pulse generator upgrade procedure, the lead exhibited an insulation anomaly. The lead was repaired with a repair kit and remained implanted. The patient was stable.